Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
There was a piece of tampon remaining inside of me for almost two weeks - vagina [foreign body in reproductive tract]. Breaking down while I'm using them - tampon [device physical property issue]. Case description: consumer reported via phone that a piece of the tampon remained inside of her. No serious injury was reported.